Manufacturer narrative:
Product complaint #(B)(4). Date sent to the FDA: 01/05/2022. H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6. Additional information was requested, and the following was obtained: could you please confirm if patient had any consequence due to the time extended? If yes please explain: it was judged that it would be difficult to remove only the remained needle from the dermal wound, so the surrounding tissue was removed together with a few millimeters of the needle. What is the current condition of the patient? Patient is recovering smoothly. Did any piece of needle was retained in patient's body? No. The needle piece was removed. Did any other tissue was affected due to the needle removal? If yes please explain. The surrounding tissue was removed together with a few millimeters of the needle. Device return follow up. The device has alreadey been discarded.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 2/7/2022. H3 investigational summary: a failed suture needle was submitted to fractographic evaluation. The component was identified as product code z464h. It was requested that assess the fracture mode of the failure. A fracture was observed at the suture attachment of the needle. The needle was received in two pieces, only one of the mating fracture surfaces was examined for this evaluation. A scanning electron microscope was used to examine the fracture surfaces and surrounding area of the needle. The fracture surfaces were examined in multiple locations to determine the fracture mode. The evaluation revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile fracture mode. Mechanical damage and macroscopic plastic deformation observed coincidental to the fracture provide additional evidence that the failure was induced by mechanical deformation leading to ductile overload. This was a ductile fracture. The evidence of this examination indicates that the breakage occurred at the attachment area of the needle during use due to tensile overload. There is no evidence of any material flaw or defect that would cause premature failure. In order to avoid this kind of damage grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point. Based on the information currently available, the needle breakage was identified during the investigation of the sample received. This product issue will be addressed through ethicon inc¿s quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. If further details are received at a later date a supplemental medwatch will be sent. Could you please confirm if patient had any consequence due to the time extended? If yes please explain. What is the current condition of the patient? Did any piece of needle was retained in patient's body? Did any other tissue was affected due to the needle removal? If yes please explain. The following was obtained: the progress is going well. No additional treatment is planned. A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified.

Event description:
It was reported that a patient underwent a laparoscopic cholecystectomy on (B)(6) 2021 and suture was used. During the procedure, the needle broke at the swage part during umbilical (dermal) wound closure. The remainder of the broken needle from the swage part remained in the dermal wound. A metal detector was used to confirm that the needle remained in the body, and then it was removed. As for the dermal wound, it was judged that it would be difficult to remove only the leftover swaged part, so the surrounding tissue was removed together with a few millimeters of it and the wound was closed after removal. No adverse patient consequences were reported. Additional information was requested.